Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A response was received from a manufacturer representative (rep) regarding patient's complaints and rep reports patient's complaint was device and patient/therapy not procedure. When the ¿device¿ is turned on the patient/therapy then has a hardening in the area around the ins. Rep states no additional troubleshooting. Patient reported today that she tried to charge 7 hours and ended up with only ½ a charge. No results of the ¿hardening¿ other than patient describing the pain and how it hardens and hurts. They are submitting for lead and ins revision, issues was not resolved.

Manufacturer narrative:
Continuation of d10: product ID 977c165 serial# (B)(6) implanted: (B)(6) 2017 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 23-jan-2021, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Rep reports patient met with them earlier today and reported that it is taking them hours to recharge their ins. Rep was not with the patient at the time of call. Rep denied the ins being too deep, but did state that the ins may have migrated down. Rep stated on the call that the patient may be having a lead or ins revision. Rep was unsure when the patient began to have difficulty with recharging their device, but that she was notified on friday. Rep called and reported that she met with the patient earlier today and the patient reported that their ins is implanted in their buttocks, but whenever they turn stimulation on, their buttocks (ts understood this to be muscle tissue) hardens. When stimulation is turned off, their pain comes back. Rep reports the physician and surgeon are asking her if this would require a lead or ins replacement. Ts advised rep to have the patient follow up with their managing physician. Rep states she is unsure when this began to occur for the patient, but that she was notified on friday. Rep reports she met with the patient last friday and noted that the patient had high impedances of greater than 10,000 ohms on electrodes 0-7. Rep reports they were able to turn on and program electrodes 8-15 and were getting impedances in the 800-900 ohms range. Rep reports she also widened the pulse width to provide greater coverage, as patient's chronic pain is worse on the left side. Rep reports the neurosurgeon is considering a lead revision due to the impedances.